Manufacturer narrative:
Batch review performed on (B)(6) 2019; lot 176990: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2023-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director delayed infection in cementless tha, 11 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Additional devices involved: batch reviews performed on (B)(6) 2019: quadra-h 01.12.028 cementless, (B)(6) (k082792) lot 041380/t: (B)(4) items manufactured and released on (B)(6) 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) of the same lot have been already sold. Mectacer 01.29.208 biolox delta ceramic ball head 12/14 (B)(6) (k112115) lot 180538: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2023-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
Patient had an infected hip. We were informed on the (B)(6) 2019 of the revision surgery planned and performed on the (B)(6) 2019, 11 months after primary. All components have been removed. The surgery was completed successfully.